Event description:
It was reported the ap400 was used during a coronary artery bypass graft procedure. It was reported by the affiliate there was post operative bleeding from ligature of the gea. There was an extended hospital stay of unk length.